Event description:
It was reported that caller experienced continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support walked caller through complete pump reset, confirmed error did not recur after reset, and advised caller to wait 20 minutes before starting new sensor session, which caller understood and acknowledged.